Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged dizziness, nausea and shortness of breath. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 01, 2024 and section b5 should be reported as: the manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged dizziness, nausea and shortness of breath. There was no report of permanent or serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed the therapy and ramp buttons on the keypad are split apart. Dust like contamination on the ui (user interface) panel, the top enclosure, the bottom enclosure, the air inlet of the blower box, the rear panel, the accessory module slot, the blower motor, the blower outlet seal, the blower moog isolators, the rubber grommet of the blower motor, and the blower box. Small spots of black contamination, inconsistent with degraded sound abatement foam, on the top enclosure near the sd (secure digital) card slot . Unknown yellow residue on the top enclosure and the bottom enclosure . Unknown residue on the top enclosure, the ui panel, and the bottom enclosure . Damage near the screw holes on the pca (printed circuit assembly) that most likely occurred during device assembly. Potential no clean flux on the battery holder and the sd card slot of the pca. A large crack in the blower box cap. Black particle contamination, inconsistent with degraded sound abatement foam, in the blower box and on the bottom enclosure. Black contamination, consistent with keratin, at the air outlet of the blower box and the blower outlet seal. Very small pieces of clear plastic were loose in the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were not able to confirm the customer complaint and unable to directly address the patient's symptoms.